Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's spouse had contended that the right ventricular (rv) lead had "frayed" and the patient was inappropriately shocked. The lead was removed and a new lead was implanted. The lead was returned to the manufacturer and tested out of specification. It was further reported that the patient's spouse had contended that the implantable cardioverter defibrillator (ICD) was programmed to alarm when the leads began to "fray" and the device did not alarm when the patient was shocked. The device was removed and a new device was implanted. No further patient complications have been reported as a result of this event.